Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section a2, b1, b7, h6: device code, investigation findings, investigation conclusions and h10 has been added. Per review of medical records, the patient presented with aortic stenosis. The patient had a bav using a 20mm balloon followed by 23 mm sapien 3 in the aortic position via transfemoral approach. The implant was a success with no paravalvular leak. No procedural complications or edwards device malfunctions were listed. Approximately 2 years and 1 month post tavr, echo revealed bioprosthetic aortic valve appears to open well. Severe aortic insufficiency (central). Small paravalvular leak. 13 days later, the patient presented with increasing symptoms of shortness of breath. Echo showed severe, trans-valvular aortic insufficiency suggestive of valve failure. Trivial/mild paravalvular regurgitation was noted. These records did not mention future treatment plan or any plan for intervention. However, it did note severe aortic insufficiency. This complaint will be conservatively reported for patient symptomatic due to severe aortic insufficiency (central). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported based on additional information. Additional information confirmed manufacturer report number 2015691-2023-14279 is a duplicate of manufacturer report number 2015691-2023-10813. The investigation is still ongoing. Please reference manufacturer report number 2015691-2023-10813 for the event details and event investigation findings. As such, this MDR was reported in error.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on additional medical records. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), and h6 (health effect - clinical code, device code). Additional information received via additional medical records revealed that a pre-procedure work up had demonstrated severe aortic stenosis of the 23 mm sapien 3 ultra valve. It was also noted that the patient was placed on medication (warfarin) for computed tomography (CT) findings of hypoattenuated leaflet thickening (halt). The patient had presented with bioprosthetic regurgitation and stenosis with symptoms of fatigue and dyspnea on exertion (doe). Subsequently, the patient underwent explant of the sapien 3 ultra valve and had an edwards surgical valve implanted. During the procedure, the sapien 3 ultra valve was noted with fibrinous build up on the leaflets and poor leaflet mobility. The prosthesis freed from the aortic root sharply without full thickness intimal disruption. The investigation is still ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 2 years and 6 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient underwent explantation of their valve due to unknown reasons.